Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2017. The customer was treated with glucagon in the emergency medical services. The customer¿s blood glucose level was unknown at the time of the incident and the current blood glucose was 90 mg/dl. The customer does not allege pump was over delivering. The customer was wearing the pump at the time of hospitalization. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08700 inches. No displacement anomalies were noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in section date of event with the initial report was incorrect. The correct information was (B)(6) 2017. The customer's weight information with the initial report was incorrect. The correct information was (B)(6) pounds.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information was (B)(6) 2017. The customer's weight information with the initial report was incorrect. The correct information was (B)(6) pounds.